Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e0402 captures the reportable event of redness, swelling and itching across the body and face within 24 hours, postoperatively. Impact code f23 captures the reportable of unexpected medical intervention.

Event description:
It was reported that two patients were implanted with solyx? Sis system on the same date. Within 24 hours postoperatively, the patients experienced redness, swelling and itching across the body and face, similar to an allergic reaction to antibiotics. The physician is uncertain whether the observed reactions were related to the use of solyx or attributable to another cause. Both patients received medical treatment for the allergic reactions and have fully recovered. Note: this manufacturer report pertains to the second patient implanted with a solyx device.